Event description:
It was reported that during an unknown procedure, the instrument never worked even if the test was ok. They changed two times the handpiece without success. Finally they took a new instrument which worked without problem. Surgery was prolonged ten minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the instrument never worked. The device was activated with the generator and an error code 5 was displayed. A probable cause of no activation is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. The device will stop activating, and display the instrument error screen twice followed by the replace instrument screen when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Blade damage may occur from external contact with metal or plastic during pre-op or general use.